Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer had a problem with a dialysis catheter. The customer reported that maxid catheter hub broke. Catheter was replaced.

Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.